Manufacturer narrative:
Analysis was normal. No anomalies were found. Further information was requested, but not yet available.

Event description:
Related manufacturer reference number: 2017865-2021-21005. Related manufacturer reference number: 2017865-2021-21007. It was reported that the patient developed infection. The patient presented on (B)(6) 2021 for procedure and the system was explanted.